Manufacturer narrative:
The device has been explanted and has been returned to (B)(6) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report. (B)(6).

Event description:
It was reported that the patient suffers from an auditory neuropathy and showed no benefit from the cochlear implant. She suffered from facial nerve stimulation and local pain. The patient was explanted on (B)(6) 2011.